Manufacturer narrative:
Additional information was added to g4, h4, h6, and h11: h4: the lot was manufactured between (B)(6) 2023. H11: the device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, leakage was observed from the left side bottom port weld corner of the bag. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking from an unspecified location. The leak was observed in the mixing center prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.